Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that at pump replacement last thursday the surgeon was unable to draw back on catheter and when they went to remove the catheter from the pump, the pump connector broke. The healthcare provider ended up replacing the connector. Due to the circumstances, they decided that today they would replace the entire catheter as, "it's clearly not working."

Manufacturer narrative:
Other medical products in use during the event include: brand name: ascenda, product ID: 8780 (serial: (B)(6), product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 273.9 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider was unable to aspirate the catheter access port (cap) at a pump replacement for the elective replacement indicator (ER I). The spinal segment still had drug, and a standard replacement pump was primed on the back table. Technical services calculated 16.8 hours assuming 273.9mcg/day was a simple continuous infusion and explained that because it is flex dosing and a 60mcg bolus will be delivered at 3pm and 3 am. The catheter was replaced.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the reason for the catheter revision was that the catheter was not functioning. They could not aspirate the catheter via the catheter access port (cap). The procedure had not been performed yet so the issue had not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the catheter was discarded.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# serial#: (B)(6), implanted: on (B)(6) 2018, explanted: on (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to aspirate the catheter was unknown. The explanted catheter had not been returned as the catheter remnant was disposed of by the surgical team. Additional information provided by the rep indicated that the patient was being scheduled for a catheter revision by the hcp on (B)(6) 2024.